Event description:
It was reported that the patient underwent surgery to treat stress urinary incontinence in 2005 and a sling was implanted. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to structures and tissues. No additional information has been provided.

Manufacturer narrative:
This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2014-16186. The same patient is represented in each medwatch.

Manufacturer narrative:
It was reported that the patient underwent hysterectomy in 2013.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to incontinence. It was reported that following insertion the patient experienced pain, infection, urinary problems, bleeding, dyspareunia, and vaginal scarring. It was reported that the patient underwent mesh revision on (B)(6) 2010 due to vaginal abnormality. (B)(4).